Event description:
The customer reported to olympus, the knife wire of the single use 3-lumen sphincterotome v broke during first energization. The issue occurred during an endoscopic papillotomy. The wire was still attached to the device without falling out of it. No pre-use inspection was performed. The high frequency mode was incision, but the set value could not be confirmed. The high-frequency cauterization power supply used was: vio300d. The procedure was completed with another identical product, and there was no harm to the patient¿s health.

Manufacturer narrative:
The device was returned and customer allegation was confirmed. The knife wire was broken. The broken part was charred black and melted. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted upon completion of investigation or if any additional information is received.

Manufacturer narrative:
This report is being submitted for correction. Legal manufacturer investigation details was inadvertently not reported in initial report. Please see updates to h6 and h10. During device evaluation, investigation was carried out to confirm the broken portion. The broken portion was scorched and melted. The outer diameter of the cutting wire was measured. The result indicated no abnormalities. The cutting wire and the coated portion dimensions presented no abnormality. The missing portions have not found in the device. Other abnormalities that could lead to the breakage of the cutting wire were not confirmed. The device history record with the lot no of the subject device was confirmed. No abnormalities found from the device history record of the items which relate to the reported phenomenon. Based on the results of confirmation of the device and the investigation results in the past, a likely mechanism causing the broken cutting wire might be the following. 1.the device was not protruded enough from the endoscope until the rear end of the cutting wire was in the field of view. 2.due to the situation of ¿1¿ description, the cutting wire and the endoscope were being close to each other. 3.the output was activated in state of ¿2¿ description. This might have led to an electrical discharge between the cutting wire and the distal end of the endoscope. 4.an electrical discharge possibly occurred, and the cutting wire became hot instantly. That might have caused the cutting wire to break. It can be inferred that heat generated by an electrical discharge caused damage of the coated portion. This instruction manual contains the following information. Therefore, it would be possible to prevent this event from occurring. "Since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result. Be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. Do not activate output while the cutting wire touches the metal parts of the endoscope, or they are being close together. This could burn the tissue and/or damage the endoscope or the instrument." Olympus will continue to monitor complaints for this device.